Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridge alarms occurred during pumping. There was no reported adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.